Event description:
It was reported that tandem mobi pump issued repeated cartridge alarms, including cartridge alarm 34, without exposure to magnets or occurrence during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, provided instructions for storage mode, return process, and timeline for returning problematic pump, and advised customer to re-enter pump settings and reconnect continuous glucose monitor once replacement pump was received.